Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was able to turn the device back on.

Manufacturer narrative:
Concomitant medical products: product ID: tm91d0, serial# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient rep was concerned because the patient has been having issues. The patient rep states that the patient has fallen a few times, seems to be lacking in personality, and she cant really talk well. The patient rep stated that she is able to walk fine so "maybe its just a tradeoff." The patient rep mentioned that the patient has also felt tingles from time to time with the stimulation. Patient reps reason for calling today is now in addition to these issues the ins seemed to be shut off on its own. The patient rep stated that the patient just had a routine adjustment with the hcp and when she got home she started to feel weird and so they went back to the hcps office and the hcp discovered that the ins was off (no error messages came up when interrogating to the knowledge of the pt rep). The hcp was able to get the ins turned back on but speculated that it may have been emi that turned the ins off. Patient rep was wanting to know if this was possible because when the ins is off the patient is in a lot of pain. Patient rep added that because the external equipment is lost they were not able to check the ins or turn the ins off/on. A new communicator was sent since the last one was lost.